Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffers from pain and elevated metal ion levels. **update** (B)(4) 2013 - ppd and medical records received. Operative notes indicated that the patient suffered from a fracture. However, we are unaware if the fracture was caused by the stem or the broach. Therefore, we added an unknown device. Should we receive additional information, we will update accordingly.